Event description:
Pt reported that his charite disc was implanted with no issue. One month out his surgeon noted slight anterior migration of the implant. Four months out, CT scan showed 40% anterior migration. His surgeon plans to revise and add posterior fixation. Pt reported that three days after initial implant he was violently ill from pain meds and had to be taken to the hosp. He stated that the emt treid to move him onto a bed while he is still strapped onto the stretcher. He stated that he is not sure if these events could have contributed to the migration of the implant.